Event description:
Cardiac arrest victim in ventricular fibrillation. Medic charged device to 200joules, heard audible charging signal, and saw led icon 200j. Fired energy, device clicked as normal but no physical sign of pt receiving energy. Re-charged to 300 joules, and 360 joules with same results. At 360, device made crackling sounds so it was turned off and a near by device was used in it's place. The second device performed appropriately delivering the shocks of 200joules. Asystole resulted. Pt delivered to hosp in cardiac arrest.